Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A field service engineer (fse) discussed with the customer through call and cleared all failed hardware. The system functioned as intended after the field service engineer assessed the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis hardware had failed, and it was not opening completely. The customer attempted to fix the pyxis from the recovery screen; however, none of the recovery options allowed them to resolve the issue. The pharmacist reported that an entire drawer was currently failing, and they were unable to access the medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.